Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reportedly ¿felt awful¿, experienced chest tightness, and was having difficulty breathing. The patient¿s cgm was reading 120 mg/dl. No bg meter reading was reported. The patient went to the ER with a cgm reading of 103 mg/dl and a bg meter reading of 503 mg/dl. The patient was treated with insulin injections and an unspecified IV. The patient was observed overnight and discharged the following morning. The patient felt ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.